Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a , UDI:(B)(4) , serial:(B)(4), batch:7231218.

Event description:
It was reported the patient experienced ineffective stimulation. Troubleshooting revealed high impedance on one lead. As a result, surgical intervention may be undertaken at a later date. It is unknown which lead has high impedances.